Event description:
Reporter indicated that he was having increased seizures over the previous two weeks that were over his pre-vns baseline seizure levels. The reporter stated his treating neurologist confirmed proper function of the reporter's vns. Attempts to the treating neurologist for further info are in progress.